Manufacturer narrative:
Device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.

Event description:
It was reported that the pump alarmed, and the message displayed on the screen was unknown. The continuous infusion rate was 2.3 ml/hr, with the total reservoir volume indicated on the screen as 104.5 ml and 104.2 ml given. The air detector and upstream sensor were off. The length of infusion was 46 hours, with a lock level of 2. It was unknown if a closed system transfer device was used to fill the cassette. The extension tubing came from the pharmacy primed. Additional notes indicated the patient had previously reported twice for beeping or an error on their pump. The patient reported the pump continued to deliver medication past the initial amount, drawing up air into the tubing. At that point, the patient had shut off the pump and had come to the infusion center for disconnection. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.